Event description:
The customer reports the doctor found the catheter broken in the middle part after the catheter was connected with pressure senor. The device was replaced. Patient condition - fine.

Manufacturer narrative:
(B)(4). The customer returned a single ra catheter for evaluation. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or damage. Functional testing identified a leak in the catheter body adjacent to the base of the juncture hub. Microscopic examination revealed a small hole/tear in the location of the leak identified in functional testing. The appearance of the hole had the characteristics of being caused by external stressing. When the catheter body was intentionally kinked over the hub, the hole observed became more pronounced. The inner and outer diameter of the catheter body were found to be within specification; therefore, the wall thickness of the catheter is within specification. The length of the catheter was also found to be within specification. The catheter was pressurized by injecting water into the luer hub using a lab inventory 10ml syringe with the distal tip occluded. When the catheter was pressurized, water was observed to be leaking from the junction between the catheter body and juncture hub. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product warns the user "warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer reported issue of the catheter leaking was confirmed through evaluation of the returned sample. Visual and functional testing of the returned catheter identified a leak coming from a small tear/hole in the catheter body directly adjacent to the juncture hub. The hole had the characteristics of being caused by external stressing. The catheter body met all relevant dimensional requirements and a device history record review was performed with no evidence to suggest a manufacturing related issue. Based on the appearance of the defect and the fact that it was identified during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the catheter broken in the middle part after the catheter was connected with pressure sensor. The device was replaced. Patient condition - fine.